Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further information following service of the system on site confirmed the issue was patient related due to surface impedance, and not product related.

Event description:
During atrial tachycardia ablation procedure, there were intermittent sync issues noted on the sync pvc tab while pacing the his. The physician was unable to rule out the septal pathway due to the pacing issue.